Event description:
A minimum fill notification issue was reported by the customer, who indicated that their blood glucose level did not experience any adverse impact. Initially, the customer attempted to resolve the issue by reloading the same cartridge and following the technical support's guidance to clean the pneumatic tap area, but this did not resolve the problem. Despite trying a new cartridge with a different lot number, the minimum fill notification persisted. Eventually, the issue was unresolved, leading to the decision to replace the pump. The customer was informed about transferring pump settings and connecting the cgm to the replacement pump, and a replacement pump was sent. The customer was instructed to send back the problematic pump to avoid charges. Customer reverted to an alternative method of insulin therapy.